Event description:
It was reported that a user experienced wide blood glucose fluctuations while using the ilet with a libre 3 sensor and perceived the correction algorithm as overly aggressive, after starting a replacement pump without completing the learning phase, not announcing meals, manually lowering body weight, and changing glucose targets to reduce insulin delivery. Symptoms included episodes of low and high glucose. Outcomes included the need for troubleshooting, education, and scheduling of additional training. Investigation included review of device use patterns and user education on learning phase, meal announcement, glucose targets, and the 15-15 rule using oral fast-acting carbohydrates. Investigation of this case revealed that user behaviors likely drove algorithm maladaptation and overtreatment of hypoglycemia, with inappropriate parameter inputs and attempts to circumvent intended control features. It was concluded that the device functioned as designed and that user practices contributed to the reported glucose variability and perceived overcorrection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.